Event description:
Uterine manipulator injector tip broke off during hysterectomy. Surgeon removed and retrieved a 2 inch tip of the broken uterine manipulator. Pt was uninjured.

Manufacturer narrative:
Coopersurgical quality engineer evaluated the returned kronner manipujector and confirmed the reported condition. A visual and tactile eval was performed and it was observed that the distal end of the double lumen tube (inflatable intrauterine balloon tip) was broken and disengaged. No functional test was performed due to the damage that the device was returned with. However, a microscopic examination noted the tube was broken in a manner in which excessive force was applied continuously to manipulate the tube in a back and forth motion. (B)(4).